Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to establish telemetry and was unable to be picked up by the reader. The device remains in use. No patient complications have been reported as a result of this event.